Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filled on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bubble sensor of the sorin s5 system did not detect bubbles during set-up. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The reported issue was confirmed. The bubble sensor module was found to be broken and the bubble sensor was leaking. The bubble sensor and bubble sensor module were replaced and the unit was tested. No further issues were discovered. The customer was satisfied with the repair and the unit was returned to service. The replaced bubble sensor and bubble sensor module were returned to (B)(4) for evaluation. Visual inspection of the returned bubble sensor confirmed that the device had deflated bladders. No abnormalities or defects were observed for the bubble sensor module. The bubble sensor module was tested and the reported issue could not be reproduced. The module detected air when air was present. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated at (B)(4)

Manufacturer narrative:
The manufacturer narrative in the initial report indicated that the incident occurred in (B)(6). This was incorrect; the incident occurred in (B)(6), united states.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the bubble sensor of the sorin s5 system did not detect bubbles during set-up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the bubble sensor of the sorin s5 system did not detect bubbles during set-up. There was no patient involvement.